Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board was replaced.

Event description:
The hospital reported that, at the start of a case, the unit had a system failure. There was no reported patient injury.